Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalized high readings and off no power anomaly. The customer's blood glucose reading was 404 mg/dl. The customer treated with 5 units about 3 times with syringe. The customer stated that she felt lightheaded and the site was not working. The customer also reported that her pump was dead with no low battery alarm. The customer was advised to monitor the pump and insert new energizer aaa alkaline battery.